Event description:
It was reported that at the user facility a piece of the blade mount of the device disassembled. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that at the user facility a piece of the blade mount of the device disassembled. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported disassembly of the blade mount lever and screw was confirmed by a manufacturer repair technician through visual inspection. Upon disassembly, it was found that the barrel was fractured at the lever mount, which can lead to the reported event and can be caused by a material fatigue issue or impact.